Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Further review of the event indicated that the recharger serial# (B)(4) is no longer system reported. Analysis of the desktop charger ((B)(4) ) found the cable assembly had a bent connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#( B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a pin broken and stuck inside the recharger port. The caller stated that the desktop charger was fine. The pin could not be removed. The desktop charger was working and undamaged. Additional information was received from a consumer. It was reported that the recharger won't charge and the connector pin looked loose. The green power light was on. The patient was in a lot of pain. No further complications were reported.